Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13817. It was reported that the patient presented in clinic with oversensed noise on the right atrial and right ventricular leads. Programming changes were made on the right ventricular lead, and the atrial lead was to be monitored. The patient was discharged.